Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: product leaking from hub where needle is retracted. Has happened on multiple occasions. Various forms have been submitted.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4151315. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Customer response received on 17-oct-2024. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 07-18-2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Product leaking from hub where needle is retracted. Has happened on multiple occasions. 3. Any sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? No sample available.